Manufacturer narrative:
The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch elk547, mfg date: 10/01/2012, exp date: 07/31/2017; batch eh6936, mfg date: 07/01/2012, exp date: 07/31/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Conclusion: representative samples were returned for evaluation. No defects were found on the packages and the overwrap and foil seals were within process specification

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient experienced an infection at the incision site. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 09/26/2013. It was reported that the patient underwent a conjunctival- mueller resection ptosis repair and suture was used in the upper lid palpebral conjunctiva. The infection occurred 3-5 days post operatively. The patient¿s symptoms were redness, swelling, maxoid clicking and pain. The patient was treated with oral antibiotics for 1-2 weeks. The patient responded to the antibiotic.